Event description:
The nurse reported to our sales rep during this procedure, it was observed that the static locking hole was spoiled. Further reported that target device cracked at the cabone area. A replacement was available and the surgery could be completed.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.